Event description:
The programmer was returned to the manufacturer for repair of the handle, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose/broken. Both case half handles are broken. The lower case is damaged. Left keyboard hinge is broken.